Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Following who declaration of a global health emergency situation due to the outbreak of corona virus sars-cov-2, it was decided to refrain from shipping of samples to support limiting the spread of the virus. In order to adapt to the global situation in the best possible way the samples have not been investigated. The assessment of the case is based on the available information. For this case only the device history was available and was investigated. The reported infusion therapy could be found. An infusion line type infusomat space line was selected. Afterwards at 10:13:26 am a drug out of the drug library was selected. At 10:13:36 am the described vtbi of 1000,00 ml was entered by the user and at 10:13:48 am a new rate of 43,00 ml/h was entered. The infusion then was started at 10:14:21 am and was stopped by the user on (B)(6) 2020 at 02:08:53 pm after nearly 16 hours of infusing at an active infused volume of 670,72 ml. At 02:09:37 pm the standby mode was activated. The standby was deactivated at 02:37:30 pm. At 02:37:32 pm the infusomat space line was removed before the pump was switched off at 02:37:51 pm. To this point in time no abnormalities regarding the infused volume could be determined. The infusomat space was working during the described therapy according to the specifications. Regardless of this, it could be determined that the therapy was several times interrupted due to pressure alarms. The history contains no more information about the reason for these pressure alarms or the effective bag content the complaint could not be confirmed. Due to the analysis of the device history, no malfunction of the infusion pump could be found. Note: this report is being filed for an item number that is not sold in the united states; however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "infusion instead of 24h, in 14 hours." Customer information: the drip rate was calculated according to 24h. Instead of 24h infusion went in 14 hours. Pump infused incorrectly too fast. In the same tower there were three isp pumps and hospital´s service technician does not know what pump was in use. Volume was 1000 ml/24h infusion went in 14 hours.